Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received 2 occlusion alarms. The customer's blood glucose (bg) level was 325 mg/dl and an insulin injection was used to address the bg level. The customer changed out the infusion set and a bolus of insulin was used to lower the bg level to 240 mg/dl. An injection of insulin was used to help lower the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.